Event description:
It was reported that there was a code blue, blood was not returned and patient expired during treatment. The treatment started at 8:00pm and patient coded at 11:00pm, no additional information was provided.

Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance, that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. From the information provided, event causality could not be determined. Multiple follow up attempts to gather additional information from the initial reporter were unsuccessful; therefore, root cause of the event was not able to be confirmed. However is it not suspected to be product related. Outset medical, inc. Technical support engineer (tse) reviewed site system log with a procedure date of (B)(6) 2024 and verified that there was no issue with the system which caused the patient event. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.